Event description:
On (B) (6) 2009, the patient was being assisted with removing the insulin cartridge from the infusion device, and he was instructed to untwist the adapter and turn the infusion device upside down to allow the cartridge to slide out of the infusion device. The patient pulled while unscrewing the adapter and the cartridge plunger became stuck to the piston rod. Approximately 134 units of insulin spilled into the cartridge compartment of the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.